Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The log file contained approximately 2 days of data ((B)(6) 2021 per the timestamp). A no external power, low voltage hazard and power cable disconnect alarms were active on (B)(6) 2021 between 6:21:44 and 6:22:27 due to losses of ac power while connected to the mobile power unit (mpu); the alarms resolved when ac power was restored each time. The system controller backup battery supplied power to the system and pump function was not affected during the losses of external power. The pump maintained a speed above the low speed limit throughout the log file. It was reported that the mpu (serial number: (B)(6)) would not be returned for evaluation. The root cause of the no external power alarms was determined to be the ac power cord becoming disconnected from the wall outlet, per the reported information. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 27jun2021. Heartmate 3 patient handbook, rev. C, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU), rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, low voltage hazard, backup battery fault and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU), rev. C, section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 instructions for use, rev. C, section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. The heartmate 3 patient handbook, rev. C, cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that upon log file analysis no external power alarms were noted from when the patient was tethered to their mobile power unit (mpu). The patient's mpu reportedly came unplugged from the wall twice. Log file analysis by the original equipment manufacturer (OEM) confirmed the no external power alarms. It was additionally reported on 9nov2021 that the patient's mpu had a v-lock connector on the ac power cord.